Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was shocking the patient all the time at the lead location when they moved just right. The patient stated it started about 2-3 weeks ago. The caller did not have a managing healthcare professional (hcp) so physician listings were sent. No further complications were reported/expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the shocking sensation included the device started randomly shocking the patient. It increased to with almost every movement even sneezing or coughing. The patient reported they met with a manufacturer representative who reprogrammed the leads. The patient provided their weight. No further complications were reported/expected.